Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed decreased amplitude variation, under sensing, and inappropriate low voltage output on the right ventricular lead. No changes or intervention was reported. The patient condition was stable.